Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok blood collection set blood leakage is occurring. No patient impact was reported. The following information was provided by the initial reporter: this report is about blood leakage. Brca blood collection was completed without any problems using the vacutainer 22g set. A second terumo coagulation 3.8% 5m tube was filled in the holder, but blood did not flow into the blood collection tube and blood could not be collected. Thereafter, an attempt was made to remove the blood collection tube from the holder, but the tube could not be removed. The rubber sleeve on the holder side flowed into the holder side by 2 to 3 mm. Somehow the coagulation tube was removed from the holder, but blood spilled through the winged needle and into the holder. (The blood draw was performed by an experienced hcp. ) an investigation into the cause of the event is required.

Manufacturer narrative:
The following information has been updated: h.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. D.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 26oct2023. H.6. Investigation summary: material #: 364341. Lot/batch #: 2a2611. Bd received 2 samples (1 used, 1 unused) for investigation. The used sample was evaluated by visual examination and the non-patient sleeve was found to be detached. The unused sample was evaluated by visual examination and functional testing, used to draw both bd vacutainer tubes and a terumo tube. The bd vacutainer tubes were drawn without any issues, however when drawing the terumo tube, the rubber sleeve got caught in the tube closure. When the tube was pulled out of the holder sleeve detachment occurred. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw a bd vacutainer tube, and no issues were observed relating to sleeve fall off as all samples met specifications. The competitor containment device (blood collection tube) used in conjunction with our safety-lok blood collection set (slbcs), and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the slbcs sleeve, causing it to pull off, exposing the non--patient (np) needle. This closure design is not as robust as the bd tubes where the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off.

Event description:
It was reported that while using bd vacutainer® safety-lok blood collection set blood leakage is occurring. No patient impact was reported. The following information was provided by the initial reporter: this report is about blood leakage. Brca blood collection was completed without any problems using the vacutainer 22g set. A second terumo coagulation 3.8% 5m tube was filled in the holder, but blood did not flow into the blood collection tube and blood could not be collected. Thereafter, an attempt was made to remove the blood collection tube from the holder, but the tube could not be removed. The rubber sleeve on the holder side flowed into the holder side by 2 to 3 mm. Somehow the coagulation tube was removed from the holder, but blood spilled through the winged needle and into the holder. (The blood draw was performed by an experienced hcp. ) an investigation into the cause of the event is required.